Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler drifts down if fowler is lower than 15 degrees. No pt involvement or adverse consequences are reported.